Event description:
It was reported that the number 2 circuit breaker on the 6600 system would not reset. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps2 power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.